Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient was presented at clinic. Upon interrogation, loss of pacing was exhibited by the right ventricular lead. Chest x-ray was performed and revealed no lead dislodgement or perforation. The patient was stable and hospitalized for monitoring. On (B)(6) 2017, the lead was successfully extracted in a surgery and replaced due to non-capture. The patient was stable before, during and after the surgery.